Event description:
Pt was revised to address loosening and malposition of a competitor's stem. During surgery, poly wear of the liner was observed.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 17 years ago. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the performed investigation, a need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.